Event description:
It was reported that the patient presented to the hospital with an acute myocardial infarction. After pre-dilatation with a non-abbott balloon, during a non-calcified, non-tortuous, proximal, left anterior descending artery stenting procedure,a xience prime 2.75 x 18 mm stent delivery system (sds) was advanced without resistance. The xience prime balloon would not inflate to expand the stent. The xience prime sds was removed without difficulty and upon removal with an injection of water into the device, there was a hole found just proximal to the balloon in the hypotube of the sds. The procedure was completed with another xience prime stent successfully. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Shaft tear and inflation difficulty were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.